Event description:
It was reported that the patient had implanted smith and nephew devices. The patient was experienced infection and fever. Revision surgery is planned to resolve this issue on (B)(6) 2020. The doctor says the devices are not defective. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
It was reported, that a revision surgery had to be performed due to infection. During this surgery, an sl-plus integration mia stem lat. Was removed. The device, used in treatment, was not returned for evaluation. The production documentation and the sterilization certificate was reviewed, there were no deviations found. There was no additional complaint reported for the batch in scope. Infection is a possible side effect, according to IFU lit. No. 12.23 ed. (B)(6) 2016. The severity and the failure mode of the reported incident are covered in the corresponding risk management files. There was no further medical information provided, therefore a thorough assessment could not be performed. The reported failure mode cannot be confirmed, based on the available information. Also the root cause of the infection cannot be established. To date, there are no actions deemed necessary. Should the device or further information become available, this complaint will be reopened. Smith and nephew will monitor this device for further similar incidents.